Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the down button on the insulin pump does not work properly. Customer stated that they have to press the button hard several times for it to work. Customer also mentioned hearing a beeping sound however denied receiving any alarms. Customer's current blood glucose reading is 180 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The device also had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker. The drive support disk was inspected and no anomaly was noted. No beeping noise anomaly noted.